Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One photograph of a powerglide was returned for evaluation. An initial visual observation of the photograph showed that a side-by-side comparison of two powerglide catheters was depicted. One powerglide catheter appeared to be broken. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that vat nurse attempted to place powerglide in patient for blood sampling and medication administration using ultrasound guidance, needle tip appeared in center of vessel in left upper arm. Nurse attempted to advance the guidewire, wire advanced smoothly. Nurse attempted to advance the catheter and met resistance, nurse stopped advancing, no blood return was noted in the chamber, wire and catheter unit retracted, catheter tip was not intact, portion of catheter retained in patient's upper extremity.

Event description:
It was reported by customer that vat nurse attempted to place powerglide in patient for blood sampling and medication administration using ultrasound guidance, needle tip appeared in center of vessel in left upper arm. Nurse attempted to advance the guidewire, wire advanced smoothly. Nurse attempted to advance the catheter and met resistance, nurse stopped advancing, no blood return was noted in the chamber, wire and catheter unit retracted, catheter tip was not intact, portion of catheter retained in patient's upper extremity.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.